Event description:
It was reported that the hospital requested an inspection of the anesthesia workstation due to water ingress from the hospital's external air compressor. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The anesthesia workstation was investigated by our field service engineer and the system checkout failed. It was found that water had entered the ir gas module. The air gas module needs to be replaced. No logs or pictures were received. Moisture in an air gas module as previous investigation has shown may affect the electronic inside the gas module. The air gas module regulates the air gas flow and a fault in the air gas module may lead to inaccurate gas flow regulation. This will be detected during system checkout and alarms will be activated if the failure occurs during treatment. According to the user´s manual, maximum levels water (h2o) in the supplied gases to the device must not be exceeded. The flow-I user´s manual states: maximum levels of h2o in the supplied air is< 7 g/m3 and maximum levels of h2o in the supplied o2 is< 20 g/m3. The conclusion is that the source of moisture/water in the gas module is moist air from the hospital's external compressor.